Event description:
During an in clinic follow-up, noise resulting in oversensing and an inhibition of pacing was observed on the right ventricular (rv) lead and myopotential oversensing of pacemaker. Lead damage was suspected, but could not be confirmed. Programming changes were performed. The patient was in stable condition.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott's investigation.